Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? No. Could you kindly perform and document the follow-up attempt for the product return? No device can be returned. The following information was requested, but unavailable: please provide additional details about the reported alleged deficiency experienced with product vcp422h - lot ub2aqb. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. A manufacturing record evaluation was performed for the finished device and no non-conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the correct use according to the instructions, it was found that there was a rolled suture at the contact between the suture end and the needle, which was suspected to be caused by the detachment of the suture. Stop the operation immediately after discovering the rolled suture and replace it with a new suture of the same model for suturing. No adverse patient consequences were reported. Additional information was requested.